Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal end of the electrode, the helix wasbent and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had high impedance and low sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2012. (B)(4).